Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Functional testing was performed and a leakage past the stopper ribs was observed. Further evaluation identified the syringe was damaged near the 30ml marking, causing the leak when the stopper is moved across this portion of the syringe. A device history review was performed for reported lot: 2407124, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no damage or defects was observed on any of the devices and no leakages occurred on the retained products tested. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Syringe uu ster 3pieces 50ml: ref: 300865, lot: 2407124, dlu: 30/06/2029, number of units concerned: 1. Description of events: plunger leakage from syringe. Precautionary measures and actions taken: dm available for expert appraisal.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.